Event description:
A consultant was walking through the facility. She was wearing a pair of shoe covers and slipped. She fractured her wrist.

Manufacturer narrative:
The end user involved in the incident is a consultant that was hired by the surgery center to help get it up and running. She apparently went back into one of the surgical suites, wearing a pair of sports size shoe covers and was told to be careful because the floor was slippery. She slipped and fractured her wrist. The wrist was casted. The sample was returned and evaluated. The sample was found to be within spec. Unable to determine the root cause for the incident.